Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and no further malfunction occurred after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.